Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent prostate vaporization resection on (B)(6) 2026. After the surgery, the doctor placed a disposable sterile foley catheter for continuous bladder irrigation to aid postoperative recovery. At 08:30 on (B)(6) 2026, the nurse checked the patient's catheter and found that the balloon could not be deflated. It was discovered that the balloon had ruptured on its own, causing the catheter to slip out. To prevent obstruction of fluid flow, local hematoma formation, and to reduce the risk of bacteria entering the urethra or bladder through the damaged site, which increases the risk of urinary tract infection, the incident was immediately reported to the doctor for emergency management. The catheter was removed, and according to the doctor's instructions, a triple-lumen catheter was placed, draining pale yellow urine.